Event description:
Two 032 separators kinked during use in a procedure, one of the two also fractured. Both the kinks and the one fracture were proximal. One of the pss032 proximal kinks was at a diameter change junction. It was noted that the physician pulled the pss032's back too far out of the catheter (out of the rhv) then advanced, causing the kinking and eventually the fracture.

Manufacturer narrative:
Technical evaluation: the first separator wire is knotted at the proximal handle transition. The second separator wire broke at the same location. Conclusion: the incident was confirmed as reported. The DHR for this manufacturing lot was reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 1943 (lot # l15105). All appropriate inspections were completed per process monitoring requirements of 100% inspections where required. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.